Event description:
On dec 17, 2009, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultra meter would not power on. The medical surveillance specialist spoke with the reporter on december 23, 2009 and obtained the following information. The patient's spouse reported that the alleged power issue began on an unspecified day in 2009. The reporter claimed that the pt generally tests his blood glucose 3x/day and manages his diabetes by taking humalog 75/25 (self adjuster). The pt's wife stated that when the pt was unable to test his blood glucose with the subject meter as a result of the alleged issue, that he would test with her meter on occasions. On an unspecified date the following month, the reporter claimed that the pt developed symptoms of thirst, frequent urination and leg pain. The reporter stated that the pt tested with a relative's meter at the onset of symptoms; however, she did not recall what result the pt obtained. In response to the symptoms, the reporter claimed the pt took an increased dose of insulin (amount unk) and started taking cinnamon capsules. The pt's wife reported that the pt's symptoms subsided after a few days. At the time of troubleshooting, the cca noted that the subject meter's battery had not been replaced as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.